Event description:
Customer forwarded a spreadsheet with multiple units with various issues. Specific details to the symptom of the product not available. Spreadsheet only details which part was replaced. This one they replaced the 4 way valve only other note was that the unit was shutting down per the tbm in the email. Spoke with (B)(6) who confirmed in this case, the unit was shutting down possibly due to the 4 way valve.